Event description:
Customer stated that the pump was under infused by 10% during testing. Rate and dosage provided were 125 ml/hr and 10 ml.

Manufacturer narrative:
Investigation found that the pump was serviced partially by a third party service. Volumetric accuracy was performed and showed that pump delivered out of +/-5%. The pump was calibrated to resolve the issue.